Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 10 mg/ml of infum orph at 0.48 mg/day via an implantable pump. On (b)() 2017, it was reported that the patient was experiencing a csf leak at the catheter insertion site. The patient presented with fluid build-up on the back and complaints of headaches. The incision site from the catheter placement was opened and the dura and fascia were closed to stop the csf leak. The issue was considered resolved and the patient was considered alive with no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.